Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu."product unavailable for analysis."

Event description:
Peripheral cutting balloon registryit was report that the patient underwent treatment with the peripheral cutting balloon in 2005. The target lesion was at the distal, below the knee artery with no vessel tortuosity; lesion type was restenotic other and no calcification at the target lesion. Pre-procedure stenosis was 90% and post-procedure stenosis was 25%.at the first month follow up the following month, the patient's status was alive and the lesion was patent. The six month follow up five months later, the patient's status was alive; the target lesion has not remained patent since the procedure. No adverse events or intervention were reported since the procedure. No data for the three and twelve month follow ups were reported.